Event description:
The following info was provided on a device tracking registration form: attempted mid right coronary artery, stent retrieved. Add'l info indicated the stent was snared. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicate that retrievals are a known inherent risk of stent implantation procedures.